Event description:
On (B)(6) 2013, it was reported that this physician¿s tablet would not turn on. The tablet was provided to the physician on (B)(6) 2013 at which time, the device would not turn (believed to be due to battery depletion). The tablet was charged but still would not turn on. The tablet was plugged in, but the battery icon on the side of the tablet was not lighting up at all. However, the light on the power cord was lit up so power is going through the power cord, and the outlet is working. The connection of the cord with the tablet is secure, but the battery icon never lit up. The tablet was returned and is pending analysis.